Manufacturer narrative:
The ams 800 device was visually inspected and microscopically examined. A leakage test was performed and no leaks were found. The pump was functionally tested, but the balloon was unable to be tested as the original pressure is unknown. The pump performed within product specifications. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event is included as potential adverse events within product labeling.

Event description:
It was reported that due to a defective balloon the patient had his artificial urinary sphincter (aus) removed and replaced. It was also stated that this patient also experienced urinary incontinence as well. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a defective balloon the patient had his artificial urinary sphincter (aus) removed and replaced. It was also stated that this patient also experienced urinary incontinence as well. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted.